Event description:
Report received from (B)(6) requesting service as needed. During servicing, a damaged neuro tip was found. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and condition of neuro tip damaged was observed documented in the pre-repair diagnostic. If add'l info becomes available, a supplemental report will be submitted. (B)(4).